Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.